Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the cause of the severe uti was due to their pessary being removed however it had been put back in now. The uti had been resolved. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was having a problem and was in the emergency room (ER). It was stated that the patient's new health care provider (hcp) was going to be away and the other hcp was not familiar with the device. It was noted that the hcp wanted them to contact a manufacturer's representative (rep) and have them come to the urology office to make sure the ins was working correctly. It was noted that patient went to the hcp on friday, further mentioning that patient had a severe urinary tract infection (uti) and their stimulator was not letting them go to the bathroom, so they had to cath the patient and put a bag in. It was noted that the infection was confirmed by the ER doctor on (B)(6) 2017. No further patient complications were reported/ anticipated as a result of this event.